Event description:
During routine instrument inspection, it was noted that the black plastic handles on both pieces were cracked. Replaced with new instruments. This event did not occur during a surgical procedure.